Event description:
Pt with diabetes sustained a l inter/subtroch fracture transverse/reverse obliquity following a transfemoral biopsy. In 2001 the gamma nail system was implanted. Follow up over 2 months later demonstrated a proximal failure of the gamma nail. There were no sign of infection at the time of revision surgery.